Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately three hours after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately three times with a blood leak alarm. The patient care technician (pct) attempted to reset the alarm however it continued to reoccur. Blood leak test strips were used and tested positive for the presence of blood. Upon closer inspection the leak was visually observed in the venous area of the dialyzer. The leak was confirmed to be internal. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The rn stated that the patient was provided with 300 ml of fluids per standing order in response to the blood loss. The rn stated the patient complained of tingling in their hands and tylenol was provided to them which relieved the symptom. The rn added that the patient did not experience shortness or breath or respiratory distress. The patient ended treatment with approximately 30 minutes of runtime remaining. The patient remained in the chair 15 additional minutes for observation during which no additional symptoms were reported. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately three hours after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately three times with a blood leak alarm. The patient care technician (pct) attempted to reset the alarm however it continued to reoccur. Blood leak test strips were used and tested positive for the presence of blood. Upon closer inspection the leak was visually observed in the venous area of the dialyzer. The leak was confirmed to be internal. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The rn stated that the patient was provided with 300 ml of fluids per standing order in response to the blood loss. The rn stated the patient complained of tingling in their hands and tylenol was provided to them which relieved the symptom. The rn added that the patient did not experience shortness or breath or respiratory distress. The patient ended treatment with approximately 30 minutes of runtime remaining. The patient remained in the chair 15 additional minutes for observation during which no additional symptoms were reported. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
(Health effect clinical code) plant investigation: a sample from the reported lot was returned and subjected to a bubble point leak test. No leaks found, possibly due to coagulated blood. Upon extraction of the fiber bundle, a potted fiber fragment was found at approximately 90°, with the dialysate ports situated at 0°, on the non-cavity ID end, the fiber fragment measuring approximately 0.28mm in length above the pu was identified under magnification (x30). An opposing end was not identified. There was no other damage or irregularities noted. The reported problem is confirmed. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.